Event description:
A nurse reported that after postoperative day 14 of a cataract surgery a 62 years female patient experienced endophthalmitis in right eye with symptoms of sharp pain that started acutely then vision worsened, positive for staphylococcus infection. Patient also presented with conjunctival inflammation <1+, aqueous cell 3+, aqueous fibrin was present, hypopyon after clinical examination. Symptoms were treated with steroids, antibiotics and intravitreal tap injection. Patients symptoms was improving.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
As the customer did not retain the finished goods lot number, DHR and lot history could not be reviewed. No physical sample has been returned for evaluation, therefore, the condition of the product could not be verified. When this type of issue occurs, a sample will need to be returned so that a proper investigation can be conducted. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Based on current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).